Event description:
During a lung biopsy on the patient, the quick-core needle was placed and stuck out farther past the needle cannula than anticipated. The biopsy was done and the biopsy went past the lesion. This resulted in a biopsy of a blood vessel. Patient developed a slight bleed, was observed, but no further intervention was necessary.